Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 week after the dental implant was placed in (B)(6) site 4 in the mouth, the implant had not integrated in type IV bone. The site was grafted. Clinician reports an infection, mobility and soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 week after the dental implant was placed in ada site 4 in the mouth, the implant had not integrated in type IV bone. The site was grafted. Clinician reports an infection, mobility and soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).